Event description:
It was reported that the health care professional (hcp) had called in to review the atrial tachy response (atr) episode and one slow regular and one fast regular signal which was intermittently sensed on this pacemaker device. Upon review, technical services (ts) stated that it could be farfield oversensing. The diagnostics are within the range, although a right atrial auto threshold (raat) test had not occurred for some time. There was decrease in impedances, however, it was within the rang. This device remains in service. No adverse patient effects were reported.